Event description:
The patient experienced an increase in seizures and the generator was noted to have low battery. The patient was referred for generator replacement surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's increase in seizures were below pre-vns baseline and the physician believed that the cause for the increase was due to low vns battery.

Event description:
The patient's generator was explanted and replaced.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the increased seizures are not related to the functionality or delivery of therapy of the device.